Event description:
Litigation alleged the patient suffered pain, weakness and difficulty with daily living activities due to the implanted asr hip. Update - (B)(4) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information and correct side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation alleged the patient suffered pain, weakness and difficulty with daily living activities due to the implanted asr hip.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, date received by manufacturer, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleged the patient suffered pain, weakness and difficulty with daily living activities due to the implanted asr hip. Doi: (B)(6) 2008 - dor: none reported (left hip). (B)(6). Update 3/26/13 - plaintiff's preliminary disclosure form was received, which identified part/lot information and correct side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. (Right side). (B)(4). Patient was revised to address pain.